Manufacturer narrative:
H6 health effect - clinical codes 4444 and 1721 were removed. H6 health effect - impact codes 4624, 4607 and 4641 were removed. H6 medical device problem code 2993 was removed. D4 - the UDI number is not known as the part and lot numbers were not provided correction: manufacturing report 2135147-2024-05982, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by st. Jude medical.

Event description:
(B)(4) - envision ide, patient site ID: (B)(6). It was reported that on an unknown date, an unknown navitor valve was implanted. It was then reported on (B)(6) 2024, immediately after procedure, the patient developed right bundle branch block (rbbb) and echocardiogram (ECG) noted sinus rhythm, rbbb, and first degree atrioventricular block (avb). It was then reported on (B)(6) 2024, ECG noted sinus rhythm, left bundle branch block (lbbb), first degree avb, and intermittent complete heart block (chb). A decision was made to implant a permanent pacemaker on (B)(6) 2024, and the patient additionally received medical treatment via dopamine drip (2mcg/kg/min). The patient was admitted on (B)(6) 2024 and discharged on (B)(6) 2024. Subsequent to the previously filed report, additional information was received that a non-abbott device was implanted on (B)(6) 2024. There was no navitor valve involved with the event. An abbott device was never involved in this event. This event no longer meets the requirements of a complaint and should not have been reported in the first place.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1066 - envision ide, patient site ID: (B)(6). It was reported that on an unknown date, an unknown navitor valve was implanted. It was then reported on (B)(6) 2024, immediately after procedure, the patient developed right bundle branch block (rbbb) and echocardiogram (ECG) noted sinus rhythm, rbbb, and first degree atrioventricular block (avb). It was then reported on (B)(6) 2024, ECG noted sinus rhythm, left bundle branch block (lbbb), first degree avb, and intermittent complete heart block (chb). A decision was made to implant a permanent pacemaker on (B)(6) 2024, and the patient additionally received medical treatment via dopamine drip (2mcg/kg/min). The patient was admitted on (B)(6) 2024 and discharged on (B)(6) 2024.